Event description:
It was reported that during an unknown procedure from the start, the min button did not function properly on the device the case was completed by using a second device customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported. One device is being returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the min hand control button was not functional. However, the device did activate when tested with the foot switch. The device was then disassembled to inspect the condition of the internal components. The electrical traces of the min hand activation button was found to be damaged. This resulted in the hand activation button to be non-functional. Additionally, it was noted that the retention pin had the insulation damaged. Damage to the pin coating could result in yellow alert screens, such as "relaxed pressure in blade", ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure . The device blade and hand activations buttons were tested and no anomalies were noted with their functionality. No conclusion could be reached as to what caused the damaged to the hand activation buttons.